Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient needed to have surgery on the lead and that the device was not working. Specifically, the patient stated that they had been working with a healthcare professional (hcp) who had been checking the device all along but, the last time, they mentioned they were going to need surgery on the lead. The patient mentioned that they did not know what that meant exactly but noted that the device was not helping their bladder symptoms. The symptoms included incontinence, retention, and frequency. The patient did not have a managing physician for the issue and they were provided with a list of hcps. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v481096, implanted: (B)(6) 2010, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who was able to find a managing healthcare provider (hcp). The surgery will take place on (B)(6) 2018. They saw a tech on (B)(6) 2018 about their implantable neurostimulator (ins). When asked when the device not working for their bladder symptoms/needing a lead surgery issue was observed, the patient said normal use. The cause of the device not working for their bladder symptoms/needing a lead surgery issue was not determined, but they noted having several major falls/trauma. When asked what steps were taken to resolve the device not working for their bladder symptoms/needing a lead surgery issue, the patient said the ins tech tried programming, but they weren't able to feel it. The patient hopes the issue will be resolved after surgery. No further patient complications have been reported as a result of this event.